Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012121343 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and side port were intact with no apparent issue. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. Lab test catheter insertion and retraction into the sheath were performed several times easily without any issue. The insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to sheath. Further inspection under microscope identified a dilator luer damage, which may cause the dilator to have difficulties locking with the sheath. The reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath. The reported "unable to aspirate issue" could not be assessed. The case environment could not be duplicated. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.055 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.009 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was -0.007 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath. The reported "unable to aspirate issue" could not be assessed as the case environment could not be duplicated. The sheath passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 2af284, product type: balloon catheter; product ID: 2af284, product type: balloon catheter; product ID: 4fc12, product type: sheath; product ID: 4fc12, product type: sheath product event summary: clinical data was returned and analyzed. Two image files were received. The first image file showed two balloon catheters and three sheaths with their dilators (one dilator was introduced into the sheath) on the table. Serial numbers of the products were unable to be verified through the image. The second image file showed two tips of balloon catheters, comparing to each other. One of the tips was visually thicker than the second one presented on the image. Serial numbers of the products are unable to be verified through the image. In conclusion, the reported issue of "air ingress" could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter and sheath were unable to be flushed and blood could not be drawn out. Pushing and pulling was attempted without resolution. The sheath and balloon catheter were replaced without resolution. The sheath was replaced again without resolution. When the balloon catheter was removed from the sheath, air was drawn in. The case was switched to another manufacturer's balloon catheter. The case was completed with cryo. Following the procedure, the issues persisted during testing. A demo balloon catheter was inserted into the sheaths used during the procedure and flushing was able to occur. The first two balloons used in the procedure were noted to have thicker tips than the demo catheter, causing issues with the sheaths. No patient complications have been reported as a result of this event.